Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 1000mg/dl. Troubleshooting was performed. Reviewed the settings and found that the customer did not bolus the date of her admission, and the daily totals were low. The customer stated that she did run the self test and failed, then the customer put the insulin pump in suspend mode and went to work. Ran a fixed prime and the insulin did exit. Attempted to contact the customer to continue troubleshooting and found the customer's most recent glucose reading was 42mg/dl, and she has treated her glucose level. The programming, time, and date were correct. Reviewed the bolus history and noted a missing bolus for the date of her hospitalization. Advised the customer to call back when the tubing clamp arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.